Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose three years prior. The customer also reported the paramedics were called for a low blood glucose event this past year. The customer also reported a no delivery alarm on the insulin pump. Customer's blood glucose was 265 mg/dl at the time of incident. Troubleshooting was not completed as the customer changed the infusion set. The customer declined to return the insulin pump for analysis.